Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-04530. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section d3: manufacturer information corrected. Section g1: manufacturing site corrected. Section h4: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a s1 alarm was confirmed via analysis of the returned centrimag console. The centrimag console (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment. Upon powering on the system, a s1 alarm activated due to the returned console not passing the power on self-test. The unit was then disassembled to inspect the internal components, and the smart power supply (sps) printed circuit board (pcb) was replaced with a new sps pcb and the issue resolved, isolating the issue to the sps pcb. After replacing the damaged sps pcb, a full functional checkout was performed and the unit passed all steps without any issues. The repaired and tested unit was returned to the customer site after passing all tests per procedure. The damaged sps pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the sps pcb revealed that one of the components in the voltage generation circuitry was compromised. The damaged component was replaced with a known working component and the issue resolved. After replacing the component, the console successfully passed the power on self-test, and was able to operate a test centrimag motor without any issues or atypical alarms produced. A log file was downloaded from the returned centrimag console. The log file captured intermittent s1 alarms from (B)(6) 2024 at 12:58 to (B)(6) 2024 at 07:48 that were due to the console not passing the self-test during the boot-up sequence; these alarms are consistent with the damage observed to the returned sps pcb. No other notable alarms were observed in the log file. The reported event was determined to be due to a compromised component on the sps pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and battery alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a regular check by the engineer team, the console showed either an s1 or b1 error. It was noted that the engineer team could not verify which console alarm was active as the alarm was not clear. The motor was generating a m4 error when hooked up. The unit was held for further investigation.